Event description:
It was reported that customer experienced recurring alarm 01 events when attempting to use cartridges with pump, and alarm continued even after trying multiple new cartridges. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump with updated software.